Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b5, and h6.

Event description:
Additionally: the hcp additionally reported ¿this case is about suspected embolism.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm vista volite xc into each cheek with 0.25ml. Three days post injections, the patient experienced redness and abscess-like symptoms appeared from the inside of the left cheek to the base of the nose. The patient was referred to the reporting hcp and an ultrasound also suggested blockage, and a hyaluronidase injection was administered.